Event description:
It was reported that scale marking error was found before use with syringes 3ml ll w/ndl 20x1 rb. The following information was provided by the initial reporter, "the measurement markings are off on this batch of syringes."

Manufacturer narrative:
H.6. Investigation: one photo and total of 1,757 sealed and packaged 3ml syringes, confirmed to be from batch 9072981 (B)(4),were received and evaluated. It was observed 3 of the syringes had varying degrees of skewed scale resulting in missing print in the scale markings. Two of the syringes were missing the ¿2¿ of the ¿1/2¿ ml marking. One syringe was missing all numbers below the 11/2 ml marking and the ¿1/2¿ from the ¿11/2¿ marking, making it appear as ¿1.¿ the scale marking defect observed in all 3 of the syringes was found to be rejectable per product specification. No scale marking defects were observed in 1,754 remaining syringes. Machine logs indicate marker issues were present during the manufacture of this batch. Potential root cause for the skewed scale defect is associated with equipment setup. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error was found before use with syringes 3ml ll w/ndl 20x1 rb. The following information was provided by the initial reporter, "the measurement markings are off on this batch of syringes."